Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0429 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the customer is experiencing dvts with a particular lot number. The line was removed and patient treated. No other information was provided.